Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ leak¿ was confirmed. A leak was noted at the biopsy channel from an internal cut. Fluid invasion and corrosion were noted on the scope connector and control unit. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported that the during reprocessing, a leak was observed from the tip of the air/water flow system. The facility also observed black liquid coming from the tip of the scope, when it was hung to dry. There was no patient injury or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Regarding the "air/water leakage" phenomenon, it is likely that the powder applied during the manufacturing process entered the inside through the scratches made on the forceps channel and was mixed with the water / cleaning liquid during reprocessing, and then it leaked out as a black liquid. The cause of the scratches is likely the process of a puncture procedure, by inserting the needle through the endoscope insertion section with the needle out of the puncture needle sheath, or by inserting the puncture needle with it bent, the needle got caught inside the forceps channel, causing scratches. Regarding the "forceps glue peeling" phenomenon, it is likely this occurred due to external force such as a strong rubbing applied to the device during transportation, storage, use, and cleaning, for example. Both of these phenomena may be prevented by observing descriptions within the instruction manual, therefore they are likely caused by user-handling. The following verbiage is identified as a warning within the instructions for use: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". The following verbiage is identified as a warning within the instructions for use in regard to using endotherapy accessories: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. If the insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury".